Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a falsely depressed axsym 3rd generation tsh result on a patient who generated the expected result upon rerun. No additional patient information was provided. The falsely depressed axsym 3rd generation tsh result was not reported outside of the laboratory. No impact to patient management was reported. Testing data provided: axsym 3rd gen tsh = 0.03 uui/ml. Sample repeated: axsym 3rd gen tsh = 1.23 uui/ml